Event description:
A patient reported blood glucose results of "153mg/dl, 328mg/dl, 112mg/dl, and 87 mg/dl" with a lifescan meter , performed within 10 minutes of each other. The meter, tests strips and control solution were replaced.